Event description:
It was reported that the device exhibited post-paced t-wave over-sensing. The over-sensing episodes all occurred on a single day. No programming changes were made. The device will be monitored. No patient symptoms were reported.